Event description:
It was reported that the customer experienced cartridge alarms during an attempt to load a new cartridge onto the pump. This issue was traced to a detached o-ring on the pneumatic tap, which was promptly addressed with support instructions for its removal and cleaning of the affected area. The customer's blood glucose level remained unaffected throughout the incident. Technical support assisted in successfully loading a new cartridge and allowed the customer to resume insulin delivery without further issues.